Event description:
The customer reported he received an error-6 display message on his blood glucose meter and experienced symptoms of dizziness, lightheadedness, loss of appetite and vomiting. The customer's friend took him to a hospital where he was diagnosed with severe hyperglycemia and treated with intravenous fluids and insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
It was identified by adc customer service that the customer was reportedly attempting to use expired test strips with his meter (lot # 42369; expiration date: 31-dec-2008). Adc customer service replaced the product. This case does not involve a product malfunction and no product investigation is necessary. This is the final report. Note: the manufacture date for the reported meter is unknown.